Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that the pt felt "flushed" while connected to the power module and noted that the pump stopped for about two minutes. The sys controller was exchanged without further incident.